Manufacturer narrative:
Tw (B)(4). (B)(6) medical center. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000530440, 3000528874, and 3000526053. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the jaws of the vasoview hemopro 2 device failed to close. During the harvesting of the second leg vein, the jaws ceased functioning properly and would not close. No patient harm occurred, and there were no additional incisions or procedural delays. A new device kit was opened to complete the procedure successfully.